Manufacturer narrative:
Concomitant medical products: 439888 lead implanted: (B)(6) 2016; dtba1q1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that a transmission showed loss of atrial signal. Subsequent interrogations were normal. The right atrial (ra) lead is still in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.